Event description:
The customer received questionable glucose results for two patients from two accu-chek inform ii meters. Of the data provided, only the results for one of the patients on one of the meters were discrepant. The result at 9:30 am was 128 mg/dl from meter serial number (B)(4). At 10:15 am, the result was "hi" from meter serial number (B)(4). This indicated the result was >600 mg/dl. At 10:20 am, the result was 202 mg/dl from meter serial number (B)(4). At 10:21 am, the patient tested on their home meter and the result was 202 mg/dl. The type of meter was not provided. There was no allegation of an adverse event. Both levels of routine controls were run on each meter after the event and both levels of controls passed. The suspect meter and strips were requested to be returned for investigation. The strips were all used and were available to be returned.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.